Event description:
It was reported that when the physician tried to put the stent through the subject catheter, the distal tip of the subject catheter was fractured. The subject catheter was removed, and physician continued the procedure with the intermediate catheter used during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.